Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to loosening and infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ under possible adverse effects, number 4 states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity." This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2014- 08174 / 08175/ 08176 / 08177 / 08178 / 08179).